Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose level was 414 mg/dl. The customer reported that they paused their insulin pump due to retainer ring damage. It was unknown if the insulin pump was on auto mode at the time of incident. Unable to perform troubleshooting. The insulin pump will not be returned for analysis.